Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The neurological dysfunction resolved without sequelae on (B)(6) 2023.

Event description:
It was reported that patient had new sudden onset left facial droop, left sided weakness, and slurred speech. They were also noted to have altered mental status at the time of emergency medical services (ems) arrival. Modified rankin score (mrs) was 0, national institutes of health stroke scale (nihss) was 1 (lfd), blood pressure was 106/107. Upon arrival to emergency department, computed tomography head (cth) was negative, computed tomography angiography (cta) showed occlusion in the proximal dominant superior division of right m2-mca. The patient reported history of low inr of 1.5 on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.